Event description:
Ous MDR - the device could not pass the severely calcified lesion.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Please note that based on the information provided by the physician the remaining lumen diameter in the target lesion was smaller than the crossing profile of the complaint instrument. The reported difficulty in lesion crossing is thus most likely related to the patient's anatomy.